Event description:
During a routine ventilator check, it was reported that the ventilator had a low audible alarm during testing. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na